Manufacturer narrative:
A supplemental report is being submitted for the completed engineering evaluation and proctor review. Sections b.4, g.3, g.6 and h.2 have been updated. Corrections have been made to h.6: device code, type of investigation, investigation findings, and investigation conclusions. An addition was made to b.5. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the edwards technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was provided by the complaint site and reviewed by edward's proctor/imagery. The following observations were noted: extensive leaflet calcification was present, and no pannus was observed. Per the instructions for use (IFU), nonstructural dysfunction is a potential adverse event associated with the use of the valve. Growth of abnormal tissue around a prosthetic heart valve, termed as pannus formation, is one of the important causes for nonstructural prosthetic valve dysfunction that may require intervention. Pannus may interfere with the functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Protrusion of the pannus into the valve orifice area may disturb blood flow through the valve and finally result in prosthetic valve stenosis. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. With the limited information provided a definitive root cause for the event could not be established; however, the event may be related to the mechanisms above. Through extensive complaint investigations, structural valve degeneration related to calcification for the sapien xt, sapien 3, sapien 3 ultra, and sapien 3 ultra resilia valves have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (age, disease state, patient co-morbidities, and/or pharmacological intervention). The complaint for calcification was confirmed based on provided imagery. As reported, ''approximately 4 years post transfemoral tavr procedure with a 23 mm sapien 3 ultra (s3u) valve, the patient is presenting with severe aortic stenosis of the thv. The cause of the stenosis is pannus formation on the leaflets and calcium.'' The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, diabetes mellitus, etc. It is possible that one or more of these factors may have been present; however, due to limited information provided, a definitive root cause is unable to be determined at this time. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by the field clinical specialist (fcs), approximately 4 years post transfemoral tavr procedure with a 23 mm sapien 3 ultra (s3u) valve, the patient is presenting with severe aortic stenosis of the thv. The cause of the stenosis is pannus formation on the leaflets and calcium. A proctor review of the CT images were performed which revealed extensive leaflet calcification and a slightly under-expanded valve. The valve is just slightly under-expanded at 22mm mid valve (0.5mm added for outer diameter). The valve is in a good position.

Event description:
As reported by the field clinical specialist (fcs), approximately 4 years post transfemoral tavr procedure with a 23 mm sapien 3 ultra (s3u) valve, the patient is presenting with severe aortic stenosis of the thv. The cause of the stenosis is pannus formation on the leaflets and calcium. No other patient symptoms are known at this time. An edwards' physician proctor review noted the following observations: the valve is slightly undersized relative to the expected dimensions. A valve-in-valve procedure was performed using a shortcut right coronary artery leaflet-modification technique, followed by placement of a 23 mm sapien 3 ultra resilia valve. Post deployment, there was an invasive gradient of 2 and transesophageal echocardiogram (tee) echo gradient of 9. Before the case, the valve area was 0.28mm with a velocity of 6 m/s across the initial index s3u valve. There was difficulty crossing the index valve. The operators went transseptal antegrade to snare the wire from the aorta to get the left ventricle (lv) rail wire. Pre dilation with a 22 mm non-edwards balloon and shortcut device to lacerate the right coronary leaflet due to high risk of obstruction of the rca. The second valve was successfully deployed with no leak or coronary occlusion. There was no report of patient injury.

Manufacturer narrative:
Investigation is ongoing.